Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter 3 days post-op a rectosigmoidectomy, the patient presented an early fistula in the third post-operative period and remained hospitalized for control of drained debt for one week. Fistula was treated thru spontaneous closure.